Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found as received, only the connector end of the lead was received for analysis. Visual inspection of the lead portion found full breach insulation degradation noted adjacent to the connector boot exposing the outer coil.

Event description:
This report is to advise of an event observed during analysis.